Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement test, self -test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. The insulin pump delivered a bolus properly. The insulin pump passed the delivery accuracy test. No under delivery anomaly noted. The insulin pump had a cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her blood sugar is 400 mg/dl and she belives the piston is not traveling. Troubleshooting was performed, ran 10 units of insulin and nothing came out and the piston did not move. The customer's blood sugar at time of incident was 386 mg/dl. The insulin pump is returning.